Event description:
On 05-mar-2024, the following information was provided to kci by the patient: on (B)(6) 2024, the v.a.c.® therapy was placed on hold allegedly due to a yeast infection. V.a.c.® therapy continued on (B)(6) 2024. On 07-mar-2024, the following information was provided to kci by the nurse: the patient was prescribed triamcinolone cream for a yeast infection at his right below knee amputation site. The nurse stated the patient is non-compliant and will leave the v.a.c.® dressing in place when he is disconnected from the v.a.c.® therapy unit. The patient is aware of the dressing 2 hour window but refuses to comply. The patient was using the dermatac¿ drape when the yeast infection developed. She confirmed that v.a.c.® therapy will continue and that the patient is improving. The v.a.c.® dressing lot number was not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged yeast infection requiring medication is related to the dermatac¿ drape. A device evaluation and a device history record review could not be performed. The dermatac¿ drape was left on the wound over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. V.a.c.® dressing general guidelines dressing changes wounds being treated with the 3m¿ v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48 - 72 hours but not less than three times per week, with frequency adjusted by the healthcare practitioner as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48 - 72 hours taking into account local and systemic signs of infection. The dressing change intervals should be based on a continuing evaluation of wound condition and the patient's clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.